Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that the patient experienced a blood glucose (bg) of 359 mg/dl with polyuria associated with a loss of prime issue. Reportedly, the patient remained on the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. It was reported that the loss of prime had occurred greater than 3 times, but the user has not changed the cartridge since the problem began. The patient's blood glucose readings do not met animas', criteria of a serious injury. However, this complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting.